Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed loss of capture on their right atrial lead. The patient was asymptomatic and discharged post interrogation.

Event description:
Additional information reported that the lead had dislodged. The lead was repositioned on (B)(6) 2021, and the patient was in stable condition.